Event description:
It was reported that, during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, it exhibited high within range impedance measurements. It was decided to finish the procedure and afterwards x-rays were performed in order to evaluate positioning of the system, and it was determined that it was adequate. A commanded shock test was performed which showed good detection and an effective shock. Although repositioning of the lead was advised, it was decided to keep the system as it was. It was clarified that the patient had a high body mass index (bmi) which could be influencing the results. This system remains in service. No further adverse patient effects were reported.